Event description:
It was reported that a patient's hemodialysis (hd) catheter (not a fresenius product) stopped working, and therefore, the patient was unable to complete their hd treatment. Due to the unspecified hd catheter issues, the patient was sent to see a vascular surgeon to receive a new hd catheter (date not provided). It was affirmed the hd catheter replacement was unrelated to the patient's hd therapy and/or use of any fresenius device(s) and/or product(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).